Event description:
Female with a history of hypertension, found after having the sudden worst headache of life. The pt was taken to an outside hosp and declined to decorticate posturing. Pt was intubated, given mannitol, and transferred to the hosp. The pt was admitted in 2005. Pt's exam had improved minimally upon arrival and ventricular catheter was placed. A cerebral angiogram was ordered. Pt improved with the ventricular catheter and progressed to following commands x4. The pt's angio was conducted in 2005. Angiogram showed a complex vertebrobasilar junction aneurysm with possible fenestration between the two vertebral arteries. Extensive discussion was undertaken as to the appropriate treatment operation intervention, i.e. Surgical clipping versus interventional radiology coiling of the aneurysm was discussed between the two teams, as well as with the family. Due to the aneurysm's morphology and ensuing discussion a decision was made to stent and coil the vertebrobasilar junction aneurysm. The pt underwent stent assisted coiling of the vertebrobasilar junction aneurysm in 2005. The aneurysm was nearly completely occluded with coils; however, at the end of the procedure it was noted that the pt had occlusion of the t2 segment of the right pca. Pt was given reopro, as well as heparin, aspirin, and plavix during the procedure. The intervention was successful in that some flow was re-established. Post coiling, the pt was following commands, even though she was sedated secondary to the general anesthesia during the procedure. On the evening of the following day, after coiling of the aneurysm, the pt had an acute event in which the jcp's increased to the 50's. The pt was given mannitol, as well as the transducer was changed as the pt had continued increased icp's, as well as neurological decline in pupils. The pt did respond to the mannitol that was given and was taken for an urgent CT scan. CT scan showed evidence of a possible posterior fossa stroke. Later that evening, the pt underwent an angiogram, which showed a patent vertebrobasilar system; however, the pca branches were still occluded. The pt's exam did not improve to baseline. The pt had fixed brain stem deficits. The pupils did react and had minimally withdrawn to lower extremities; however, the pt did not have corneals. The pt had absent doll eyes and had a weak cough. The pt had an MRI same day, which showed multiple infarcts within the posterior fossa, the brain stem, and the pca distribution. The MRI was repeated two days later with evidence of progression of these strokes. The pt's neurological exam continued to be minimal and extensive discussions were undertaken with the family, as to the pt's condition and the likelihood of recovery. Five days later the pt was scheduled to have another MRI; however, throughout the day the pt was unstable with respect to the blood pressure and icp's, which were elevated. At approximately 8:00 pm same day, the pt had an acute drop in the blood pressure, as well as an extreme elevation in the icp's. At this time, the pt's pupils became fixed and had no brain stem reflexes, except for a weak cough. The dr was at the bedside with the neurosurgical resident and a phone call was made to the family. The family came into the hosp and conservative care forms were signed. The pt was extubated and was pronounced shorthly thereafter at 9:20 pm same day.